Event description:
It was reported that right ventricular lead exhibited oversensing of noise. The patient experienced dizziness. The noise was non-reproducible. Stored electrograms revealed single episode of noise recorded in (B)(6). The patient was pacer dependent and in chronic atrial fibrillation. The lead was capped and replaced on (B)(6). The patient was in a stable condition before and after the procedure.

Manufacturer narrative:
A partial lead measuring 7.4 cm/2.7 cm (inner & outer coil/inner & outer insulation) returned in one piece for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
The primary reason for the procedure was scheduled generator change out.